Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient experienced high blood glucose (bg) levels, ketones and metabolic problems. The patient's glucose history is as follows: (B)(6). Patient went to the ER (emergency room) and at the hospital, the omnipod was removed, a new pod was activated and placed along with her old pump system to treat the hyperglycemia (name unknown). She was recommended to drink a lot of fluids and relax at home. No other treatment was provided to the patient by the medical staff. The cannula was noted to be bent after removal. The pod was worn between 4 and 24 hours on the abdomen.